Event description:
It was reported that the patient presented to the emergency room. Upon interrogation it was noted that the right ventricular (rv) lead was exhibiting high pacing impedance. On (B)(6) 2024, the rv lead was capped and replaced. The patient was in a stable condition.